Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered vaginal pain, hardening of mesh, mesh protrusion, mesh erosion, painful intercourse, painful urination, dysuria, incomplete bladder emptying, pelvic pain, scarring, discharge, bleeding, extrusion of mesh, and corrective surgery. No further information has been provided.